Event description:
It was initially reported that the device was showing the service wrench indicator and a message that the battery needed replaced even with a new battery installed. Upon further evaluation, it was observed that when performing a shock, the device would only produce less than 1 joule of monophasic power. Therefore the device would not have been able to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The device is no longer repairable, due to the age of the device, so the customer requested that the device be returned to them unrepaired. The cause of the reported failure could not be determined